Event description:
It was reported that a during a patient infusion of a vasopressor with two clearlink system extension sets, the patient's blood pressure increased. It was further reported that when the line was primed the filter fills but empties out once they start running the infusion, which affected the vasopressor titrations. When the filter was noted to be empty, a new filter was primed and replaced however, the same issue occurred with the new filter. The blood pressure normalized after the filter was removed from the line. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: three (3) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional flow rate testing and priming were performed on all the returned sets, and it was determined that all the sets functioned according to specification and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.